Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-03145. It was reported the scs system never provided effective therapy to the patient's pain pattern. In turn, the ipg was unable to set into MRI mode due to low impedance measurements. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted.